Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 5mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 6 atmospheres (atm). An unknown device was used as a replacement without issue. There were no reported injuries to the patient. This was during a procedure to treat a superficial femoral artery (sfa) lesion. A non-cordis guidewire was used during the procedure. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82278798 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon burst at/below rbp¿ could not be evaluated because the device was not returned for analysis. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 6 atmospheres (atm). An unknown device was used as a replacement without issue. There were no reported injuries to the patient. This was during a procedure to treat a superficial femoral artery (sfa) lesion. A non-cordis guidewire was used during the procedure. Additional information was requested but was not provided. The device was not returned as expected.